Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with unspecified mentor gel breast implants and experienced bilateral capsular contracture baker grade unknown. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 550cc, catalog number 3505504bc, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2018. This report is for the second of two devices.